Event description:
It was reported by the abbott technical services that the patient presented remotely via merlin.net transmissions. The patient's right ventricular (rv) leas was noted to have noise reversion episodes. No intervention performed and no patient consequences were reported.